Event description:
A surgeon reported that during a laser assisted cataract extraction with intraocular lens implant procedure the pt experienced a posterior capsule tear. An anterior vitrectomy was performed and an anterior chamber intraocular lens was implanted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).